Event description:
User reports issue with discrepant creatinine results. Six examples provided. Sample 1 initial result 252 umol/l, repeat 109 umol/l and 106 umol/l. Sample 2 initial result 268 umol/l, repeat 111 umol/l and 107 umol/l. Sample 3 initial result 236 umol/l, repeat 76 umol/l and 73 umol/l. Sample 4 initial result 246 umol/l, repeat 168 umol/l and 164 umol/l. Sample 5 initial result 286 umol/l, repeat 191 umol/l and 190 umol/l. Sample 6 initial result 199 umol/l, repeat 143 umol/l and 141 umol/l. Erroneous results were reported. Patients were not adversely affected. If additional information is received, appropriate notification will be provided.